Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, which led to no capture, high thresholds and no sensing. A lead revision procedure was performed to reposition the lead. Later, the lead was removed and replaced. No patient complications have been reported as a result of this event.